Event description:
The pt was implanted with two leads with the same lot number. It was reported the pt experienced a great deal of pain during the implant and experienced a headache every day during the trial. The pt reported she was unable to sleep due to discomfort and headache. After the leads were pulled the pt went to the ER due to the headache and infection. The pt had not been able to walk at all after the lead pull due to extreme back and leg pain. The location of the infection was at the lumbar lead insertion site (t12-l1). The pt was treated with antibiotics and infection has now resolved. The pt's pain has improved and can now walk.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.